Manufacturer narrative:
Follow-up # 1 date of submission 04/29/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 04/02/2014 with the following findings:a visual inspection of the pump revealed that the battery compartment was cracked from the bottom of the finger pad to the case seal.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter alleged that the battery cap was not able to be removed from the pump. It was noted that the battery compartment threads may be damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.